Event description:
Rec'd notice of complaint concerning above product from director of nursing. Spoke with director of nursing who reports that the event occurred approximately 1/2 hour into the treatment. A health care provider noted blood leaking from the arterial line. The health care provider attempted to reinfuse (was only able to reinfuse 50cc). Remainder of extracorporeal system discarded, director of nursing unsure why-presumes air in system prevented reinfusion. The estimated blood loss for this pt was approximately 150cc. The pt was reported as stable during the event. No intervention or transfusion required. A new system was set up and the pt completed the treatment without further incident. The blood line has been saved for evaluation. The director of nursing reports that the leak occurred on the prepump side, just below the saline tee connector. A med watch form has been filed based on blood loss. A response letter and mailer have been sent to the facility.